Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for device replacement procedure. The physician could not engage the hex wrench with the set screw connecting the right ventricular (rv) lead to the pacemaker. The set screw was filled with gunk and could not be loosened. The physician was eventually able to explant the patient's pacemaker. The patient was stable.